Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off. The reservoir does not stay locked in. The insulin pump was received with a missing o-ring (reservoir tube), a broken belt clip slot, a cracked case at the display window corners, a cracked case at the reservoir tube window, and cracked battery tube threads. The pump was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that her husband is in the hospital and his insulin pump was taken off. Customer stated that the reservoir compartment lip is broken off and it is not holding the reservoir. Customer stated that she discovered the issue yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.